Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting increased pacing impedances up to 1500 ohms from 800 ohms. The patient is also feeling lightheaded as a result. Additionally, there was increased thresholds. It is believed that this lead has fractured. A revision procedure was completed where this lead was explanted and replaced. To date, no additional adverse patient effects have been reported.